Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation and migration of the acetabular cup. The head and cup were removed and replaced with a competitor cup and a biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. "

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to dislocation and migration of the acetabular cup; however, no revision procedure has been reported to date.